Event description:
Healthcare professional reported, a right side exchange from textured to smooth implants, due to the patients concern with the product. Patient representative, later reported, "patient alleges, that one or more biocell devices caused personal injuries and damages. Including, but not limited to the following: increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their body. Including the resulting inflammation, cellular damage and subcellular damage, past and future medical expenses, physical pain and suffering from explantation. The patient has not been diagnosed with bia-alcl". The event of "cellular damage and subcellular damage" is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: silicone migration.